Manufacturer narrative:
A returned product evaluation was unable to be completed as no devices were returned. A manufacturing record review was completed and no related non-conformances were found, therefore supporting the device met material, assembly and performance specifications. Based on the event details, it likely became caught on the point of the needle causing the separation of the tip. The IFU warns; "do not withdraw guidewires through metal needles; guidewires may shear or unravel."

Event description:
Received sus voluntary report mw5089562 on 19sep2019 physician attempted access through a highly calcified vessel in the common femoral. Difficulty experienced during access. Nitinol wire was advanced through the needle, then retrieved. Upon retrieval, a portion of the wire tip was sheared off.